Event description:
It has been reported to philips that a zip tie detached and fell from the ceiling suspended radiation shield. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the coronary diagnosis procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the zip tie was loose and had fallen from the shield. Upon functional testing, the fse found that the zip tie had fallen from the suspended radiation shield but there was no loss of function. To resolve the issue fse used a tywrap to secure cover from the broke. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.